Event description:
The cassette contained reversed inlet and outlet tubing. Between 1400 and 1500, the tubing set was primed with normal saline and the cassette was loaded into a plum pump. When the nurse attempted to start the infusion, the pump alarmed for a proximal occlusion. At this time the pump was powered off and powered back on. A second nurse attempted to start the infusion a second time and attempted to backprime with the pump, but the pump continued to alarm. The tubing set was removed from the pump and the nurse noted, "the tubing set was sucking air". The nurse obtained a new tubing set, compared it to the one that was in use and noted, "two parts of the tubing were put into the wrong part of the cassette." The pt's peripheral IV access was replaced and therapy was initiated using the second tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.